Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presenting to clinic with high ventricular lead impedance in the bipolar configuration. Patient was asymptomatic. The device was capped and replaced successfully.